Manufacturer narrative:
The autopulse lifeband in complaint was returned to zoll on 03/28/2014 for investigation. Investigation results as follows: the customer's reported complaint was confirmed. Investigation revealed that the inner belt had folded over itself and jammed with the cloth outer cover at the end of the plastic base.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that the side straps of the autopulse lifeband were twisted and could not be straightened when installed into the autopulse platform. No adverse patient sequelae was reported. No further information was provided.